Manufacturer narrative:
Additional device components implanted: pxt311413/9041095, pxc201000/9343588 and pxl161207/8143926. Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: the gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include endoprosthesis occlusions.

Event description:
On (B)(6) 2012, a patient was treated for an iliac aneurysm with gore® excluder® aaa iliac branch endoprostheses. On an unknown date in (B)(6) 2014 an occlusion was discovered in the right iliac branch component. On an unknown date in (B)(6) 2014 a femoral cross bypass procedure was carried out to treat the occlusion.

Manufacturer narrative:
.

Manufacturer narrative:
The device which became occluded was found to be occluded was the pxl161207/8143926, not the pxa320400/9256142. (B)(4)